Event description:
An autotome was used for therapeutic purposes. During the procedure, the device was reported to be defective although no specific complaint description was provided. At a later date, it was determined that the cut wire broke. The procedure was completed with another device.